Event description:
It was reported that during the implant attempt, the lead was unable to be implanted due to partially occluded vessel. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed).